Event description:
Revision on left tibial insert due to implant fracture. This event occurred outside of the us, in (B)(6). This incident involved the same pt as report 1038671-2013-00194 and 1038671-2013-00195.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.